Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a retractor band out of caution. The field service engineer replaced the retractor band to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a drawer 3.1 cubie failure. The customer reported that they could not able to get medications to the patient at the time of the malfunction. There were no adverse events or injuries reported based on this event.